Event description:
It was reported that the device keeps loosing its' spo2 signal, then it works for about 3 to 4 seconds, and drops again. Customer has already changed out the cable and sensor. The device will not engage in monitoring. Additional information received from customer stating "I do not recall if there was an audible alarm when the malfunction occurred. There was no error message on the screen. It was observed during use on a patient." Customer indicated that "the spo2 kept reading low and it kept cycling through spo2 signal drops...when it did display a value, it was in the 80 percent range but not consistent." When the signal was lost line segments [dashes] would display. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.